Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on unknown date. Customer¿s blood glucose level was 480 mg/dl at the time of hospitalization. Customer was treated with manual injection high blood glucose level and insulin pump was took off. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that the auto mode feature was active at time of high blood glucose event. Current blood glucose was 460 mg/dl. Customer also reported reservoir had a leak during normal use. Customer declined troubleshooting for high blood glucose level. The insulin pump and reservoir will not be returned for analysis.